Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument wire broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues prior to the breaking of the cable. There were no issues that the surgeon relayed with regards to the instrument having any issues with the motion or grip. The customer was unable to recall information about wires protruding from the tip.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation found unrelated to the reported complaint states that the instrument had corrosion on the grip input disk bearings and it exhibited orange discoloration. The corrosion was observed to be found on the outer ring of the bearing. The complaint was confirmed by failure analysis.